Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc 383078 crack. (B)(6) 2025, 06:30 bed 1: required intravenous medication for closed head injury. During establishment of venous access, a successful puncture was achieved using an indwelling needle. Subsequently, blood seepage was observed through the transparent three-way connector of the indwelling needle, accompanied by visible cracks. The indwelling needle was immediately withdrawn and replaced.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#5018504): 1)the products of this batch were assembled at intima ii auto line 2 in feb 2025, and packaged at r240 package line in feb 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Take the retained samples of this batch for appearance inspection and 45 psi leakage test. The tests passed, with no cracks or leaks observed in any part of the samples. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Due to the inability to identify the specific location and abnormal condition of the defect sample where leakage occurred, and the sample itself has not been received for further analysis, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.